Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the right anterior tibial artery. The 3.0x38mm esprit btk system was advanced to the target lesion; however the balloon ruptured during the first inflation at 9 atmospheres. The vessel was then post-dilated with an unspecified 3.0 balloon per standard procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.